Event description:
Report of explant of device due to "infection" received per annual device tracking report. Follow up with hcp revealed pt symptoms of fever, redness, swelling, drainage, pain incisional wound opening and pocket erosion. The location of infection was the device pocket. A culture was obtained but results were not included in report to MFR. Pt had dental extractions without antibiotic coverage 3-4 weeks prior to abcess of pump pocket. Pt is also a borderline diabetic. Pt was treated with both oral and IV antibiotics and explant of the device system. The infection resolved without sequella."